Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service code 102 and failed a pulse test. The cause for the failure was isolated to a defective +5.4 volt regulator. The defective regulator caused u6 and u1004 component failures. The root cause for the damaged regulator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor for an unrelated issue. Upon evaluation, a reportable malfunction was found.

Manufacturer narrative:
Upon further troubleshooting, the root cause of the defective volt regulator was discovered. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service code 102 and failed a pulse test. The cause for the failure was isolated to a defective +5.4 volt regulator. The defective regulator caused u6 and u1004 component failures. The cause for the volt regulator failure was defective l600 and c604 components. The root cause for the defective l600 and c604 components was unable to be positively identified. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service code 102 and failed a pulse test. The cause for the failure was isolated to a defective +5.4 volt regulator. The defective regulator caused u6 and u1004 component failures. The root cause for the damaged regulator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
Additional information about the device malfunction was discovered upon further troubleshooting of the monitor. A us distributor returned a patient's monitor for an unrelated issue. Upon evaluation, a reportable malfunction was found.